Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versacross connect with the was. The transseptal puncture was successfully performed and the physician inserted a pigtail catheter into the left superior pulmonary vein. At this time, it was noted that the patient was experiencing st segment elevation and mitral valve regurgitation. The physician ended the procedure with no closure device attempted to be implanted. The patient was given epinephrine, and a coronary angiogram was performed. The angiogram showed that everything was normal and the patient returned to baseline. The patient did not experience any other complications as a result of this event and the physician intended to bring the patient back the following day for a second attempt at device closure.

Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versacross connect with the was. The transseptal puncture was successfully performed and the physician inserted a pigtail catheter into the left superior pulmonary vein. At this time, it was noted that the patient was experiencing st segment elevation and mitral valve regurgitation. The physician ended the procedure with no closure device attempted to be implanted. The patient was given epinephrine, and a coronary angiogram was performed. The angiogram showed that everything was normal and the patient returned to baseline. The patient did not experience any other complications as a result of this event and the physician intended to bring the patient back the following day for a second attempt at device closure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0038207130. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrythmia (st segment elevation) and valvular/vascular damage (mitral regurgitation) (medication required, unexpected diagnostic intervention). Risk review a risk review was completed and confirmed that the events of arrythmia (st segment elevation) and valvular/vascular damage (mitral regurgitation) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.